Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: returned product consisted of a jetstream sc-1.85 atherectomy catheter in one piece. Visual and tactile analysis noted no irregularities on the shaft of the device. The inner shaft could not be inspected for size due to the tip was occluded with a heavy clot burden. The guidewire could not pass through the tip. Dissection of the catheter tip and the catheter shaft revealed that the clot burden was completely hardened into the distal cutter and the proximal cap. After removing the cutter and cap the guide wire went into the device smoothly until it met resistance at approximately 69 cm from the tip where it seem to stop. Dissection of that area showed that the drive coil had damage and this caused the guidewire to stick in the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter became stuck on the guidewire. A 1.85mm jetstream sc atherectomy catheter over a thruway guidewire was selected for an atherectomy procedure in the posterior tibial artery which had diffuse disease, moderate calcium and no tortuosity. During the procedure, the catheter became stuck on the guidewire. The procedure was completed with balloon angioplasty over a new unspecified guidewire. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter became stuck on the guidewire. A 1.85mm jetstream® sc atherectomy catheter over a thruway guidewire was selected for an atherectomy procedure in the posterior tibial artery which had diffuse disease, moderate calcium and no tortuosity. During the procedure, the catheter became stuck on the guidewire. The procedure was completed with balloon angioplasty over a new unspecified guidewire. No patient complications were reported and the patient¿s status was okay.